Event description:
The cardiac cath lab staff has reported that the control syringe "does not fit properly" into the female luer of the manifold packaged within their navilyst medical convenience kit. They have reported seeing air bubbles prior to injection, but no air has been injected and there have been no pt injuries. Used samples have been returned to navilyst medical for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The (B)(6) 2012 navilyst medical complaint report was reviewed for the product families of convenience kits, and manifolds, and the failure mode "air bubbles". No adverse trends were identified. Two used manifolds were returned for evaluation. One sample contained rotational gouge marks inside the proximal female luer. On both samples, the threads of the proximal female luer were turned up. This damage is consistent with damage caused by over-tightening a mating male luer that was damaged and/or had a sharp surface. A functional check was performed on the manifolds by attaching them to a syringe of the same style received in their kit, but from navilyst inventory. Aspirations and injections were successfully performed with no leakage or air bubbles occurring. Both manifolds were also leak tested with 20 psi of air, and no leakage occurred. The male tapers of the rotating adapters, as well as the female tapers and threads of the side ports, were measured and found to be within navilyst medical specification. The reported complaint of connection difficulties could not be confirmed through testing, nor could air bubbles be re-created. Based on the condition of the returned samples, the failure does not appear to be due to a manufacturing related defect. The most probable root cause for the damage to the proximal female ports is that the connection between the female luer of the manifold and the mating male luer of the syringe, to which it was connected, was over-tightened. The damage to the inside of the female luer of one of the samples is consistent with damage caused by connecting a male luer with a sharp or damaged surface area to the female. The hospital did not return the control syringes mentioned in the event description. Without receiving the mentioned syringes for evaluation, we cannot definitively determine a root cause for the connection issue. The directions for use packaged with the convenience kits includes the statement: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances, of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and/or exposure to biohazards." (B)(4).